Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the patient had a metal on metal implant in their hip. Patient was dealing with metalosis. The surgeon removed the metal liner, cleaned out the hip, and implanted a 54 +4 10 degree liner. He trialed a 36mm +3 head and found it to be satisfactory. Real head was opened and implanted. Closing began. Original implant date unknown. Doi: unknown; dor: (B)(6) 2019; right hip.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.